Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - patient was revised to address acetabular loosening. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right side). Update: (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update rec'd (B)(6) 2012- ppd and medical records received. After review of the medical records the revision operative note indicated a loose cup, osteolysis, metallosis, pain, and increased ions. A femoral head and liner are being added for the metallosis osteolysis, and pain. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section d for any product information received. Follow-up with the complaint has been conducted for the catalog number and lot number and this information is not available.